Manufacturer narrative:
02/25/2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Analysis is pending.

Event description:
During follow up on (B)(6) 2009, a symphony pacemaker could not be interrogated. However, after complete reboot of the programmer, the device interrogation was successful. The device serial number is not available.